Event description:
It was reported to boston scientific corporation on december 21, 2021 that an ultraflex esophageal covered proximal release stent was to be implanted to treat a 5-6 cm malignant stricture due to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2021. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed partially deployed on the delivery system and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated with additional information received on january 28, 2022. Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex esophageal ng proximal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional examination was performed and the stent was gradually deployed by retracting the finger ring the crocheted suture that binds the stent to the delivery system shaft. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed via visual examination. Taking all available information into consideration, the investigation concluded that the reported event was likely due to procedural or anatomical factors encountered during the procedure. Additionally, the device was also used past its expiry date. The expiration date was june 20, 2020; however, the device was used on (B)(6) 2021. The device had exceeded the period of time/date recommended by the manufacturer for storing the device without a degradation in quality. Therefore, a review and analysis of all available information indicated the most probable cause is shelf life/expiration date exceeded. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal covered proximal release stent was to be implanted to treat a 5-6 cm malignant stricture due to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2021. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed partially deployed on the delivery system and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.